Manufacturer narrative:
The technician replaced the battery to resolve the issue.

Event description:
The technician alleged that when the bed was unplugged the battery light was on solid. If a function is run the battery light goes out and the bed is has no functions. No pt impact.